Event description:
It was reported that the right ventricular (rv) lead pace impedance and thresholds were gradually trending higher, though the impedance was still within normal limits. No patient symptoms were reported and the physician planned to continue to monitor the trends. Additional information was received that this patient presented to their health care facility with complaints of experiencing a syncopal episode. Upon review, no stored episodes were found at the time of the syncopal episode. A successful right ventricular automatic threshold test was performed. Additionally it was noted that a lead safety switch (lss) was triggered as a result of this rv lead exhibiting a high out of range pacing impedance measurement. Upon further review, the rv impedance trend has continued steadily increasing over the past six months. It was recommended that the patient follow up with cardiology. At this time, the rv lead remains in-service. No adverse patient effects were reported.